Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the issue pertained to the patient's l1 drg lead. Later, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 1627487-2022-01797, 1627487-2022-01800. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in contacts 9-12. In turn, surgical intervention may take place at later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the leads are being reported as such.

Manufacturer narrative:
Date of event is estimated.